Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced a no image issue and lost picture in the right colon, the image was also fuzzy with black and white lines and also experienced a scope communication error e216. The issue occurred during a colonoscopy procedure. There were no reports of patient harm.